Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for dehydration and high blood glucose on unknown date. Blood glucose reading was over 400 mg/dl when admitted to hospital. The customer stated they were experiencing high blood glucose symptoms like confusion, feeling sick, tired, weak, extremity pain, cramps, other diarrhea causing dehydration. Customer was admitted for over night and treated with manual insulin. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.